Manufacturer narrative:
Device evaluation: the complaint issue was described as intermittent feedback that produces yellow blinking over image. The customer's complaint was not verified. No image stability, nor any image quality issues were encountered during the karl storz goleta process engineering evaluation. Karl storz goleta service incoming did not detect any issues. Ks pe tested the ccu over multiple weeks without any functional failures. Extensive power cycles, numerous overnight burn-in sessions were performed, cables were heavily manipulated, and the ccu was exposed to mechanical shock, yet no failures were induced. The top cover was removed, but a visual inspection was unable to identify any obvious issues. Ultimately, at no time during the multiple weeks of testing did the tc201us ccu fail to produce a quality image. The cause of the issue was determined as unable to duplicate the reported customer's complaint. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The following was reported: "intermittent distortion. Produces yellow blinking over image. When they change box out and put new one in it works fine" no negative impact in state of health reported.